Event description:
2 of 3 this complaint documents the pump 1 involved in the event. It was reported that cadd legacy pump alarming no disposable. Patient injury reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.